Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "(B)(4) / hospira sales rep reported the complaint in. Gcm contacted (B)(6) regarding the complaint and she stated that they had a total of 3 sets leaking, all reported at the same site. 3 r.n.s reported the issue. They stated that the leaks are occurring around the hard plastic disc that is green and clear. (B)(6) stated that the patient was not harmed but did not receive the full benefit of the therapy. Gcm contacted (B)(6)/ materials management of this facility. (B)(6) stated that he does not have the lot number on the pca tubings because the packaging was discarded and the tubing sent to him after it started leaking. Customer is not asking for a replacement but rather wanted to know if other institutions have reported the same issue. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Human harm: no death / serious injury: no."